Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: lap hartmann's. "The surgeon was not satisfied with the sealing of the device, particularly on the mesenteric vessels which oozed a few seconds after sealing. He noted this was the same whether it was a single or double seal. Additional information received from applied team member, november 29, 2016: I believe that no alarms on the generators occurred during the incident. The jaws were cleaned relatively often with a wet swab of sterile water, as advised, but I don't have an exact record of how many times. No comments were made re an improvement if the jaws were cleaned" patient status: "the patient did not receive an injury or illness associated with the complaint."